Manufacturer narrative:
It was reported that the patient's skin irritation (burn) was treated with topical antibiotics. This report is filed on may 15, 2019.

Manufacturer narrative:
This report is submitted on april 10, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, it was reported that the patient experienced a skin irritation at the magnet site which resulted during eye surgery. The patient is being clinically managed by the health care provider.